Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus, multi-organ failure and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The most likely root cause is inadequate flow rate due to thrombus found in the inflow cannula and surgically removed. An analysis of the pump was not possible due to not being returned and remains implanted in the patient. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report does not reflect a conclusion by FDA, heartware, or its employees that this report constitutes an admission that the device, heartware, or its employees caused or contributed to the potential event described in this report. Type of reportable event is death. Device remains implanted.

Event description:
The day following discharge from the hvad implantation procedure, the patient returned to the hospital for treatment of suspected pump thrombus. The patient reported experiencing a drop in lvad flows and was readmitted to the intensive care unit (ICU) for conservative management. Three days later they were taken to the operating room for clot removal of the inflow cannula and outflow graft flushing. The patient subsequently experienced multi-organ failure and pulmonary insufficiency requiring extracorporeal membrane oxygenation support. He expired the following day. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient developed low flows and expired from multi-organ failure. The device (B)(4) remained implanted postmortem and was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sustained decrease in power consumption and estimated flows starting on the event date. Log files of this nature may be indicative of an occlusion. Images provided by the site confirmed the presence of thrombus within the inflow cannula. The most probable root cause of the reported 'inadequate flow' event may be attributed to an occlusion of the inflow due to thrombus within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.